Manufacturer narrative:
Additional, changed, and/or corrected data: a2, b3, b5, b6, h6.

Event description:
Patient reported left side rupture. Device remains implanted.

Manufacturer narrative:
Clarification to d4 device information: serial numbers were provided as (B)(6) - left and (B)(6) - right. Due to the affected side of the rupture being unknown, only the lot number has been populated as both devices share the same lot number. Serial number will be updated when affected side is confirmed. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture

Event description:
Patient reported unknown side rupture. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
It has been identified that this record, mrn 9617229-2024-26927, is a duplicate of mrn 9617229-2024-26674. Please see mrn 9617229-2024-26674 for reportable events.